Event description:
As reported by medical affairs, a MRI technician reported that a patient was diagnosed with coronary artery disease (cad) and had an unknown palmaz schatz stent implanted on (B)(6) 1995 in an unknown artery. He was hospitalized for five days. On an unknown date the patient had a routing stress test, the results indicated that he should have a heart catheterization. During the procedure on 2004, for unknown reason, the patient was treated with two additional stents, a cypher and a taxus stent was implanted in the right coronary artery. The patient was not hospitalized. No further information is available.

Manufacturer narrative:
The exact date of the event is unknown, the year of the event is 2004. Complaint conclusion: as reported by medical affairs, a MRI technician reported that a patient was diagnosed with coronary artery disease (cad) and had an unknown palmaz schatz stent implanted on (B)(6) 1995 in an unknown artery. He was hospitalized for five days. On an unknown date the patient had a routing stress test, the results indicated that he should have a heart catheterization. During the procedure on 2004, for unknown reason, the patient was treated with two additional stents, a cypher and a taxus stent was implanted in the right coronary artery. The patient was not hospitalized. No further information is available. The stent remains implanted thus unavailable for analysis. There is no sterile lot number available; therefore a review of the manufacturing documentation could not be performed. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.